Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and 100% stenosed diagonal below bifurcation artery. After pre-dilatation, a 2.5 x 15 mm xience v was implanted and a dissection occurred. Another stent was used to treat the dissection. The patient outcome was satisfactory. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.